Event description:
It was reported that this atrial lead exhibited increased pacing impedance and automatic threshold measurements. The lead safety switch had been triggered as impedance had exceeded 2000 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Event description:
It was reported that this atrial lead exhibited increased pacing impedance and automatic threshold measurements. The lead safety switch had been triggered as impedance had exceeded 2000 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. Additional information received indicated that this right atrial (ra) lead was fractured. The patient reported syncopal event, however no evidence that it was related to implanted device. The plan is to have this ra lead replaced when the device reached elective replacement indicator (eri). Data analysis confirmed that the power had been normal and stable and there were no voltage anomalies. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.